Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient developed a skin irritation and inflammation at a pod site (abdomen) after wearing the device for approximately 25 to 36 hours resulting in a scar forming. The patient reported resuming insulin therapy by applying a new pod. No impact on patient's blood glucose was reported, and no medical assistance was sought in relation to the skin symptoms. This event is being reported due to the formation of scar tissue attributed to pod use.